Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation, the trunk cable connector was damaged and the white (drvn_gnd) wire inside of the connector was open. The open wire caused the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open white wire. The patient received a replacement electrode belt.